Event description:
Patient presented back to the physician with continued symptoms of wound dehiscence and pustules at the chest incision site. Physician brought the patient into the or, removed the ipg, sensing lead, and a portion of the stimulation lead, and closed. Postoperative antibiotics were prescribed after the procedure was completed.

Event description:
Patient presented to the physician with a loose ipg, resulting in wound dehiscence and a pustule at the chest incision site. Physician brought the patient into the operating room, removed the ipg, irrigated the pocket with antibiotic solution, repositioned the ipg back into the pocket, re-sutured, and closed. Postoperative antibiotics were prescribed after the procedure was completed.